Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors to the ps1, power signal board and power relay board contacts and connectors were cleaned and reseated. The system was then found to be operating as intended.

Event description:
The customer reported that when performing fluoroscopy, the system would shut down without command and reboot. There is no report of patient injury associated with this event.